Event description:
It was reported that a clearlink system continu-flo solution set leaked at the first port. This was noticed while trying to change bag to chemo prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-07991. All information can be found under manufacturer report number 1416980-2024-07991. Should additional relevant information become available, a supplemental report will be submitted.